Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer delivered a 5 unit bolus through her tubing, reconnected the tubing and resumed insulin therapy. Customers blood glucose was 350mg/dl at the time of event.